Event description:
A nurse reported that during cataract surgery, there was no suction during the cortex removal. Surgery was completed by manually aspirating the cortex with a syringe. This extended the procedure by 30 minutes, but the surgery was completed, and there was no patient harm.

Manufacturer narrative:
The company representative examined the system and no problem was found. The company representative noted the footswitch the customer had ordered, corrected the reported issue. Preventive maintenance was performed. The system was then tested and met product specifications. The root cause is unknown. (B)(4).